Event description:
The rptr states after several attempts, the insert locking mechanism did not engage. An alternate tibial insert of the same size was available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Corrected data: d6: lot code=umnxa. H4: manufacture date: 6/3/96. Summary of evaluation: the tibial insert was visually and dimensionally inspected as received. The anterior locking tab exhibits gross distortion due to having been crushed during the intra-operative assembly attempt. In addition, the plastic adjacent to the locking tab has identations from interference with the locking post of the baseplate when the insert was impacted. These conditions indicate that the insert was not positioned fully posterior when impacted. A review of the device history record for this insert found that no discrepancies were reported during manufacture.the evaluation results suggests that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.